Event description:
On (B)(6) 2013, the patient was implanted with a new vns system. It was noted that during the previous explant of the device, the entire set of electrodes had been removed as well. Two intra-operative system diagnostic tests were run once the lead and generator were connected and the results of both were within normal limits. The patient's new device was programmed to settings requested by the neurologist and interrogated to ensure the patient left the operating room with intended settings. No other information has been provided.

Manufacturer narrative:
.

Event description:
It was reported that a patient was seen in the physician's office on (B)(6) 2012 and presented with redness, swelling and discharge at the generator incision site. The patient was referred back to the vns implanting surgeon, and the patient was scheduled for surgery to have the generator explanted. It occurred as planned on (B)(6) 2012. However, the physicians plan to ultimately reimplant the patient in the future. Follow up with the company representative revealed that both the generator and lead were explanted on (B)(6) 2012, due to the infection and pus discharge at the generator site. It is unclear to date if the infection symptoms have improved since explant, but the physicians emphasized that they want to reimplant vns again because the patient received efficacy from vns right away. The physicians do not know what may have caused the infection (including whether patient manipulation/trauma may have occurred). No cultures are believed to have been taken. Attempts for product information have been unsuccessful to date.